Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to request medical prescription (rx) verify. A technical support specialist (tss) checked myqlink (mql) and found that the cabinet was not synchronizing, remoted in and restarted the synchronization process, after which the cabinet began synchronizing successfully. The customer was then able to request medical prescription (rx) verify and issue the medication to the patient without any issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the user was unable to request rxverify when attempted to issue oxycod/apa tab 5-325 mg for the patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.